Event description:
Information was received from a patient regarding an external device to an implantable pump infusing an unknown drug for non-malignant pain. It was reported that the patient stated the communicator was not working at all. The patient stated it didn't turn on or blink. The patient said they tried different outlets and the communicator would not charge. The issue started probably about a week ago. The patient tried resetting communicator but that did not resolve the issue. The issue was not resolved through troubleshooting. A request to replace the communicator was sent to the repair department.

Manufacturer narrative:
Continuation of d10: product ID tm90t0 serial# (B)(6) product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 28-aug-2020, UDI#: (B)(4). H3. Analysis of the communicator found micro usb charge port was loose/rattling and the device was not powering on after 1.5 hours. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.